Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used. Patient is edentulous, we placed #22,27, #27 = great / #22 = spun when we removed healing cap after 3 months of healing.